Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the physician noted the left ventricular lead was dislocated. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. Post procedure, no patient¿s symptoms reported.

Manufacturer narrative:
A complete lead was returned in one piece. The report of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that all damages were consistent with that occurring at the time of explant. The measured s-curve height was within specification.

Event description:
During a routine follow-up visit, the physician noted the left ventricular lead was dislocated. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. Post procedure, no patient symptoms were reported. In the physician's opinion, the lead dislocation was caused by an unrelated surgical procedure.